Event description:
A patient underwent initial lumbar fusion surgery on (B)(6) 2016. On (B)(6) 2016, a revision surgery took place due to the breakage of the rod an extension was performed, and a hook was added. On (B)(6) 2018, a revision surgery was performed to replace a broken rod. On (B)(6) 2022, a revision took place to replace a broken rod.

Manufacturer narrative:
The device did not return for evaluation. Neither identifying part or lot number were provided. Radiographs were provided which confirms the event. The root cause cannot be determined at this time. If additional information is provided, a supplemental report will be submitted. Labeling review: "possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. 1. Initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components."